Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.

Manufacturer narrative:
This report is submitted beyond 30 calendar days from allergan¿s receipt due to a system error preventing allergan from submitting reports via emdr. The system error has been resolved at this time and an investigation has been initiated into this occurrence. Device evaluation: visual analysis of the returned device identified flat creases, total delamination of plug strap disk shell, and white calcification-like particles in device outer surface. A leak test was performed which identified no leakage. A microscopic analysis was performed which identified total delamination of plug strap disk shell and broken striated edge of the plug strap. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment was no openings were observed on the device or issues related with the complaint, broken striated edge of plug strap assessed as surgical damage, and total delamination of plug strap disk shell assessed as adhesive failure.

Event description:
Device has been explanted.